Manufacturer narrative:
(B)(4). The incident pencil was not returned to covidien for evaluation. However, the concomitant generator was received. Testing found the generator to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while preparing the patient for surgery to remove a cyst, the staff used spirit to sterilise the site of surgery. During the surgery, there was a spark that caused the drape to catch fire when the scrub nurse activated the pencil on the hemostat which was held by the surgeon. The fire was put out immediately without any injury to patient or staff. It was reported that the drapes had some residue of liquid which is suspected to contain some of the leftover of the spirit.